Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital due to syncope. The implanted device was interrogated and the rv lead exhibited loss of capture and high, out-of-range pacing impedance measurements of greater than 3000 ohms. X-rays were performed and found the lead was dislodged. Surgical intervention was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.